Event description:
New information indicated the patient experienced light dizziness upon inappropriate mode switches. No intervention was performed and the patient was generally in good condition.

Event description:
New information indicated the lead continue to exhibit noise. No intervention was performed. The patient would be monitored.

Event description:
It was reported that the patient presented in clinic for routine follow-up. The atrial lead exhibited noise resulting in inappropriate mode switches. The noise was reproducible with arm movements and the patient experienced pacemaker syndrome. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).